Event description:
Boomerang device removed (left side), thrombosis/occlusion noted proximal to the boomerang access site. After removal, the physician inserted a catheter into the sheath on the right side and positioned the catheter up against the thrombosis. Wires were used to break up the thrombus. Blood flow immediately resulted - coming out of the left access site and manual compression was performed. The physician inserted a balloon and inflated it to be used within the artery with manual compression.

Manufacturer narrative:
The patient had previous sticks as this procedure was apta for stenosis of a left iliac stent. Unclear whether the access site had been previously closed with a closure device.